Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the pulse generator exhibited diagnostics anomaly. The device was re-interrogated and normal functions resumed. The patient experienced no adverse consequences and would continue to be monitored with routine follow up.